Event description:
Boston scientific received information that this left ventricular (lv) lead displayed a rise in pacing threshold measurements and eventually exhibited loss of capture (loc). The lead was noted to have dislodged and pulled back in to the patient's greater cardiac vein. The patient underwent a surgical revision procedure where the lead was abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.